Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for greater than 25 colony forming units (cfus) of salmonella spp, citrobacter freundii, escherichia coli, enterobacter spp, klebsiella pneumoniae, hafnia spp, edwarsiella spp, serratia spp, proteus spp, morganella morganii, providencia spp, yersinia spp, shigella sp. Enterocoques, pseudomonas aeruginosa et autres pseudomonas, stenotrophomonas maltophilia. Acinetobacter sp, staphylococcus aureus. Candida sp and filamentous fungi. The endoscope water (detachment solution) was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing.

Manufacturer narrative:
Please see b5 for further information. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sample date: mar 21, 2024 sampling from: all channel cfu: 1 cfu/endoscope bacterial identification: micrococcaceae the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The customer reported culture results were: sample date: feb 06, 2024 sampling from: unknown (unk) cfu: 26cfu/100ml bacterial identification: salmonella spp, citrobacter freundii, escherichia coli, enterobacter spp, klebsiella pneumoniae, hafnia spp, edwarsiella spp, serratia spp, proteus spp, morganella morganii, providencia spp, yersinia spp, shigella sp. Enterocoques, pseudomonas aeruginosa et autres pseudomonas, stenotrophomonas maltophilia. Acinetobacter sp, staphylococcus aureus. Candida sp and filamentous fungi. Sample date: feb 15, 2024 sampling from: unk cfu: >80cfu/100ml bacterial identification: unk.